Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a trial patient. It was reported that, when the patient got up out of sedation, they couldn't void. They noted that it could be related to the anesthesia, as this had happened to them in the past. They were not sure if that was the culprit or if the device was interacting with their nerves. They turned off the device and wasn¿t sure if that was why they couldn't void. They stated that they started the therapy for their bowel on the day prior to the report. When it was time to leave after the procedure, and after they had come out of anesthesia, they weren't able to urinate so they had to put a catheter in. They didn't know if they were still unable to, at the time of the report, because they still had the catheter in. They were on their way to the healthcare professional (hcp) office to have the catheter taken out. There were no device issues reported.